Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. There were no deviations or non-conformances during the manufacturing process. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed. Device identifier: (B)(4).

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource control board had a defective problem. The machine was checked and was not going on. A new fuse was replaced, and then the machine was switched back on, but the fuse burned again. It is unknown if there was any patient contact, injury or surgical delay. Request for additional information has been sent.